Manufacturer narrative:
The customer's calibration recovery was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc was acceptable. The field service engineer performed instrument checks and alignments. The field applications specialist performed precision testing. The instrument checks, instrument alignments, and precision testing were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2 results for one patient tested on a cobas 8000 c 502 module. The initial result was reported outside the laboratory. The patient's initial result had a data flag within the customer's laboratory information system. Due to the data flag, the customer performed repeat testing with the same sample on another analyzer. On 08-oct-2020, the patient¿s initial alp2 result was 133 u/l. On 09-oct-2020, the patient¿s repeat alp2 result was 84 u/l. The customer determined the repeat result was correct. The alp2 reagent lot number was 468389 with an expiration date of 31-dec-2020.